Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical department with an unsigned note that stated, "alarms malfunction s233." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, s233 (over temperature-psc) malfunction alarm codes were found in the device history and the cooling fan was broken. Though requested, no add'l info was provided.